Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed due to infection and erosion. During the extraction procedure (extraction tool broke) the lead and insulation were badly stretched, an exposed coil remains in the patient's ra.